Event description:
It was reported that some time after implantation of a vena cava filter, a detached filter limb in the left renal vein was discovered by x-ray imaging. Additionally, two filter limbs appeared to be perforating the ivc wall. Imaging had been performed for an unrelated issue and the discovery was an incidental finding. The current status of the pt is unk.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.